Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported pump stop due to the depletion of the external batteries and the controller's internal backup battery. A specific cause for this event could not conclusively be determined through this evaluation. The submitted controller event log file showed that the patient was connected to external battery power when low power advisory alarms activated on (B)(6) 2021, followed by the activation of low power hazard alarms. The external batteries then became fully depleted, resulting in no external power alarms. The system operated on the controller¿s internal backup battery until the pump ultimately stopped. When the system controller was re-connected to fully charged external batteries, the timeclock subsequently reset to the default date of (B)(6) 2000 0:00:00, indicating that there had been a total loss of power to the controller. The remainder of the file captured constant controller clock corrupt alarms due to the clock not being set. A continuous low flow alarm was also captured due to the flow remaining below the alarm threshold of 2.5 liters per minute (lpm); however it was reported that the patient was found down and ultimately passed away. The system appeared to operate as intended at the set speed before and after the pump stoppage event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 "introduction" also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was reported down on (B)(6) 2021 where the pump was off when emergency medical services (ems) arrived. Ems replaced the batteries and the pump restarted. They also initiated cardiopulmonary resuscitation (CPR) but were unsuccessful. The system controller and log files displayed low voltage alarms prior to a no external power alarm at 3:45pm on (B)(6) 2021 which eventually led to a pump off at 5:38pm. Log file analysis revealed there were several low power advisories due to battery depletion and that the patient did not connect to the power module / mobile power unit suggesting that the patient was sleeping on battery power. It is unknown how long the pump was off for since the system controller lost power.